Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as red and raw with a big bump under the right breast area, without any open or broken skin. There was no alleged device malfunction contributing to the irritation. The patient reported being in a nursing facility, but there is no indication of medical intervention specifically for the skin irritation. Reporting out of an abundance of caution. Follow up indicated that the skin irritation improved.